Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Photo provided shows an iol (intraocular lens) on a white background. One haptic appears to be broken/torn and is visible on top of the optic. Based on our observation of the attached photo. One haptic appears to be broken/torn and is visible on top of the optic. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, trailing haptic had a crack on it before loading. The surgeon tried to load the lens but it was stuck in cartridge. They tried to reload but part of trailing haptic was detached. The procedure completed on same day. There was no patient contact.